Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal carotid artery. A carotid wallstent self-expanding was selected for use. During the procedure, post deployment, it was noted that the delivery system was difficult to remove from the non-boston scientific wire. Consequently, the delivery system was able to be removed independently, not as a unit with the optimal wire. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 07/14/2025 as the exact event date was not reported. D6a - implant date: implant date was approximated to (B)(6) 2025 as the exact implant date was not reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 07/14/2025 as the exact event date was not reported. D6a - implant date: implant date was approximated to 07/14/2025 as the exact implant date was not reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal carotid artery. A carotid wallstent self-expanding was selected for use. During the procedure, post deployment, it was noted that the delivery system was difficult to remove from the non-boston scientific wire. Consequently, the delivery system was able to be removed independently, not as a unit with the optimal wire. There were no patient complications as a result of this event.